Event description:
Information was received from a patient representative (rep) regarding a patient receiving intrathecal morphine (unknown) via an implantable pump for non-malignant pain. The patient rep reported that the patient's pump was last filled on (B)(6), and 3 days later, the doctor moved out of state, so they no longer had a doctor. The patient rep stated the patient had gone through severe withdrawals and hospitalizations, and now their family doctor had put the patient on "norco", which the patient hates, and the pump had been alarming for 'some time.' The patient rep made a noise that sounded like multiple steady beeps when agent attempted to clarify pump alarm. The patient rep later stated the pump alarm was 'all the time,' later stated 'constantly,' and 'every so often, it would kick off, but then it kicks back on and was annoying.' The patient rep stated patient could not get any rest due to the pump alarm. The patient rep stated, 'it seems like the pump should be empty by now,' and 'it was supposed to go back in 2 months and get more added to it after the last refill,' when agent attempted to inquire event date. The patient had been sick, but they were getting better with the sickness. The patient rep stated they had worked tirelessly to find a new doctor for patient but had only found someone 3.5 hours away. Agent reviewed considerations. The patient rep was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that the pump was alarming due to the empty pump. The pump will replace the pump on (B)(6) 2025.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.